Event description:
A report was received that the patient was experiencing discomfort at the ipg site and was taking longer in charging the ipg. These were due to the ipg being tilted. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.